Manufacturer narrative:
Additional information: the patient's condition at the start of the procedure was described as normal. During the procedure, in addition to the onyx frontier device that was deployed, an assist intra-aortic balloon pump (iabp) device was used, and intravascular lithotripsy (ivl) was also performed. The iabp assist device was used before stating the pci as it was a wide-range triad lesion and high-risk pci, so the assist device was used for risk prevention. It was clarified that ivl was not used during the procedure. Post-stent placement vessel flow was checked by contrast radiography which showed no abnormalities, and the procedure was completed. There was no evidence of restenosis. A thrombus was adhered to the guide catheter removed from the body. The physician did not assess that the death event was directly related to the use of the onyx frontier stent. Lot number provided. Correction: the direct cause of death is unknown but related to the lad pci therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient underwent percutaneous coronary intervention (pci) involving the implantation of one onyx frontier coronary drug-eluting stent and subsequently died. During the procedure, in addition to the onyx frontier device that was deployed,an assist device was used and intravascular lithotripsy (ivl) was also performed. The lesion being treated was non-tortuous and non-calcified with 90% stenosis located in the left anterior descending artery (cass#8). The device was inspected prior to use and negative prep was performed with no issues. The device did not pass through a previously-deployed stent. Post-stent placement imaging showed no abnormalities and the procedure was completed. The patient's activated clotting time (act) was 120 or less. Approximately fifteen to twenty minutes after completion of the procedure and exiting the catheterisation laboratory, the patient developed ventricular fibrillation leading to cardiac arrest and death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.